Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument had a wire popped out. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the mega suturecut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.